Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates with multiple cartridges. The customer installed a new cartridge and received an accurate fill estimate. Reportedly, the last few cartridge changes the fill estimates were correct. The customer blood glucose was 300-500 mg/dl. The customer indicated that would drink water and walk to address blood glucose level.